Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: sfw kit 9735740 stealth s8, version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were issues with some of the tool cad locations in the spinal software. It was unknown the exact scope of tools that were affected, however it was confirmed that all long and short tactile probes were affected. The tip location is accurate but the orientation of the cad model is not accurate. It was noted that all of the tools that are affected in the newer system software are working in the old software. There was no patient involved.